Event description:
Customer alleged discrepant, back to back blood glucose results of 42 mg/dl and 116 mg/dl when testing was performed within 10 mins on the compact sys. Customer did not report symptoms/treatment/action based on the results. A request was made for the return of the suspect device and replacement prod was sent.